Event description:
It was reported that the patient was undergoing radiation treatments and noted the device to be alerting. The device had a power on reset (por.) The por was cleared and the device remains in use. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.